Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who experienced a problem during their pump trial. The patient stated they were receiving dilaudid during the trial and the dosage/concentration "started at 20, went to 40." It was reported that during the pump trial the catheter tip broke off. The patient stated the catheter was leaking while they were doing the trial and then when the healthcare provider went to remove the catheter the catheter snapped-off because the patient stated the device was not long enough. The patient reported they took a new catheter out of the package and there was 17 centimeters left behind. It was reported this occurred on (B)(6) 2019. No further complications were reported or anticipated.